Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that following an implant surgery, swelling was noted in their left arm and a blood clot was diagnosed. The patient also reported that their lung collapsed and a chest tube was placed. It was further reported by the clinic, that a hemothorax was confirmed and chest tube was necessary following a lead implant. In addition, thrombosis of the patient's subclavian vein was indicated by the physician. The rv lead remains in use. No further patient complications have been reported as a result of this event.